Event description:
Additional information was received from the rep and hcp: there was no migration of the chronic lead. There was no impact to the patient due to the larger incision, the issue is completely resolved.

Manufacturer narrative:
Continuation of d11: product ID 3560022 lot# serial# unknown implanted: explanted: product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3560022, serial/lot #: unknown, ubd: unkn, UDI#: unkn. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3560022, serial#: unknown, product type: extension. Other relevant device(s) are: product ID: 3560022, serial/lot #: unknown, ubd: unkn, UDI#: unkn. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the connection side of the percutaneous extension had traveled through the path that was tunneled in stage one. It took the surgeon quite a while to find that connection site and pull it back to the pocket. The physician tugged on the lead to find the connection hub and had to make the incision deeper to find the perc extension connection site to resolve the issue.